Event description:
It was reported that during a supply change the user observed insulin drops at the needle before priming, and inspection showed the cartridge stopper had shifted, consistent with overfilling; the user was guided through correct supply change steps using an inset 23" infusion set, pushed drops to 10 units to clear air, and then resumed insulin delivery with blood glucose remaining stable, representing a use-of-device problem with no specific component term available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and characterized the event as a user-related handling issue consistent with a use-of-device problem and no identifiable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.